Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 438 mg/dl, which was treated with manual injection. Customer reported of receiving no delivery alarms. Customer was able to resolve no delivery with a complete set change. Customer was advised that products would be replaced.